Manufacturer narrative:
Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent could not be retrieved through the catheter. A carotid wallstent was selected for use. During the procedure, the stent could not be retrieved through the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of the event.